Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-ray review. X-ray review noted, there is a periprosthetic oblique fracture through the proximal femoral metadiaphysis, with several millimeters lateral displacement of the distal fracture fragment. The femoral stem is in varus alignment. Bones appear markedly osteopenic. Possible issues which may have increased risk of fracture include the osteopenia and possibly varus alignment of the femoral stem, if this alignment were present prior to the fall. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00801802814, versys femoral head, lot #63224648. Item #00500104428 , multipolar liner, lot #63321818. Item #00500104400, multipolar cup, lot #63301561. Customer has indicated that the product will not be returned to zimmer biomet for investigation, was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report will be amended when our investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to a periprosthetic fracture after a fall approximately 2 weeks post operatively. No further information is available.